Manufacturer narrative:
D4- UDI cannot fit in the field: (b)(4).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a Sapien M3 procedure in mitral position where there was a TTE done on (b)(6) 2026 which documented a MVMG of 12mmHg. On (b)(6) 2026 the patient was hospitalized for subdermal hematoma and a stroke and CT found that the Sapien M3 device has hypoattenuation of 2 leaflets consistent with leaflet thrombosis.Internal clinical review of the (b)(6) 2026 TTE identified a well-seated bioprosthetic mitral valve without transvalvular or paravalvular regurgitation and a mean mitral valve gradient of 12 mmHg at a heart rate of 104 bpm. The interpreting physician assessed the elevated gradient as most likely secondary to tachycardia, and the TTE report did not describe leaflet thickening, leaflet thrombus, or reduced leaflet motion. However, per site report, CT performed on (b)(6) 2026 reportedly demonstrated hypoattenuation of two valve leaflets consistent with leaflet thrombosis. Given the reported stroke, fall, and hematoma during the same hospitalization and the currently limited information available, the relationship between these events and the reported leaflet thrombosis cannot be determined or excluded at this time. Therefore, the event is being reported conservatively pending receipt of additional information. If additional information is received, the event will be re-evaluated.